Event description:
It was reported (B)(6) 2013 that a patient had an increase in seizures and she felt that the device stopped working as she no longer experienced voice alteration and was unable to feel the magnet swipe. The patient had been referred for battery replacement as it was suspected the device was at end-of-service. No further information was received at that time. Clinic notes were later received on 04/17/2017 which provided that the vns battery was checked and the battery is active. An estimate of battery life calculation performed 04/17/2017 predicted the battery was not depleted at the time of the increase in seizures. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the current provider indicated the device was at near end-of-service and the results of the most recent device diagnostics were within normal limits.